Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.

Event description:
It was reported per the sales representative that on (B)(6) 2009 at 1820h, a call was received from the chief of perfusion. There is a male patient in cath lab, who required an intra-aortic balloon (iab) and iab pump. As pumping was initiated, the pump alarmed "purge failure." The perfusionist on site could not initiate pumping and as a result, the pump and the iab were exchanged. Additional information received on (B)(6) 2009 stated the first pump was returned to perfusion department. Biomed unable to replicate issue. Reference MDR # 1219856-2009-00463 for the second pump report. Reference MDR # 1219856-2009-00464 and MDR # 1219856-2009-00465 for related intra-aortic balloon reports.